Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the unspecified bd vacutainer® sst¿ blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it is reported during ids survey customer experienced falsely elevated estradiol's and unexplained elevations of potassium. Verbiage received, - "falsely elevated estradiols, unexplained elevations of potassium. No lot numbers available. Tiger tops; several patients had falsely elevated estradiol levels without a corresponding problem with qc. Results repeated with same results on a different day, results fine on recollection. Elevated k+ levels on sst, results fine with heparin tube drawn at the same time."